Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: 1-the batch number of the complained product is 3108315, is 24g and product code is 383718, produced on 2023/05, with a total of (B)(4) pieces in this batch. 2-inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3-check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer returned two samples, one of which had an unopened packaging and was not used, and the other was a defective sample, as shown in attached photos 1-3;no abnormalities were found in the catheter of the unused products; from the defective sample, it can be seen that the catheter has broken, as shown in the attached photo 4; observed the defective sample under the microscope, it was found that the fracture surface of the catheter is inclined and flat, suspected of being cut by a sharp object, as shown in attached photos 5-8. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1- the product is 24g and is produced on the automatic line. During the production process, there is visual inspection system perform 100% inspection on the appearance of the catheter and occlusion test system perform 100% occlusion test on the product. If the catheter broken during the production process, the catheter appearance and product occlusion tests will not pass, the defective product will be rejected by the system. 2- according to customer feedback, it was found that there was resistance to infusion after injecting liquid, and after removing the needle, it was found that the catheter was broken, indicating that the catheter was normal before use. If the catheter is damaged before use, there will be leakage during use. 3- from the status of the sample returned by the customer, it was found that the fracture surface of the catheter was an inclined surface, and the fracture surface was flat, which was suspected to be cut by a sharp object. It is suspected that during use, due to improper puncture method, the needle was retracted and punctured again, causing the needle to puncture the catheter, resulting in a break. In summary, no abnormality was found in the process, and no similar complaints were received from other hospitals regarding this batch of products. According to customer feedback and returned sample analysis, the catheter was found to be broken after use. It is possible that the catheter was punctured by a needle during use, so the complaint cannot be confirmed to be related to product quality. The factory will continue to pay attention to and monitor the trend of this defect complaint.

Event description:
It was reported that bd pegasus yel 24gax0.75in qsyte-capy nopvc catheter broken / separated after placement the patient was admitted to the hospital in an emergency manner, and after the infusion of 2 groups of 500ml liquid, there was obvious resistance to flushing the tube, and the needle was withdrawn and the catheter was broken, and the doctor made emergency treatment, using ultrasound to locate the broken catheter, intervene to remove.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.